Manufacturer narrative:
Batch review performed on 10 febr 2026. Reverse shoulder system 04.01.0400 grs baseplate - d 24.5x20 - full wedge 10&deg; (k231911) lot 2339030: (B)(4) items manufactured and released on 04-sept-2024. Expiration date: 2029-aug-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot. 2433334: (B)(4) items manufactured and released on 15-may-2025. Expiration date: 2030-apr-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot. 2246172: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-apr-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot. 2430413: (B)(4) items manufactured and released on 10-mar-2023. Expiration date: 2030-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary right shoulder on (B)(6) 2019 with an anatomical shoulder system. On (B)(6) 2025, the patient came in reporting pain due to a failed rotator cuff and the cause is unknown. The surgeon converted the patient from an anatomic shoulder to reverse shoulder. The surgery was completed successfully. Presently, on (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta implants and implanted antibiotic spacers. The surgery was completed successfully.